Event description:
Related to MFR report # 2183959-2012-00805. Related to MFR report # 2183959-2012-00655. On (B)(6), 2008, a monarc subfascial hammock suspension device was implanted in the plaintiff, with the intention of treating her pelvic organ prolapse and stress urinary incontinence. On (B)(6), 2010, an additional mesh device was implanted with the intention of treating her pelvic organ prolapse. The plaintiffs attorney alleges that after, and as a result of having the implanted devices ¿the plaintiff has suffered serious bodily injuries, including extreme pain, urinary urgency, recurrent prolapse, recurrent incontinence, fecal incontinence and other injuries.¿ it was also alleged that the plaintiff has experienced significant mental and physical pain and suffering, undergone surgeries, and revisionary procedures, has suffered disability, mental anguish, loss of capacity for enjoyment of life, and aggravation of a preexisting condition. The forgoing losses and injuries are either permanent or continuing and plaintiff will suffer the losses in the future.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.